Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/21/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. H3 evaluation: product received for analysis. It was observed that the returned packaging device was received unopened with a red tape spliced in the packaging. This issue addressed in non conformance report:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The following information has been requested, however not provided. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Can you please elaborate on how was the labeling different (different product, different lot, different color)? Please confirm dnx12 lot # qebbtq is the product information on the box containing the 12 devices. Is the box available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Note: events reported on mw# 2210968-2020-09459, mw# 2210968-2020-09460.

Event description:
It was reported product, topical skin adhesive opened on (B)(6) 2020. A new box from a distributor, had different labeling. No patient contact. Additional information requested.